Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. On (B)(6)2019 , a sensor scan result of "hi" (readings greated than 500 mg/dl) was obtained at unspecified time and customer self-treated with unspecified units of insulin after which customer experienced visual problems, cold sweat and light spasms. Ambulance was called who upon arrival obtained a reading of 1.2 mmol/l (21.6 mg/dl) at 3:15 p.m. On the hcp meter and customer was treated with 30% glucose via IV. Readings of 2.4 mmol/l (43.2 mg/dl) at 3:30 p.m. And 3.5 mmol/l (63 mg/dl) at 3:50 p.m. Were obtained on the hcp meter. It is unknown how much time elapsed between the sensor reading of hi, treatment with insulin and hcp meter reading. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0007tegy4 has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. On (B)(6)2019, a sensor scan result of "hi" (readings greater than 500 mg/dl) was obtained at unspecified time and customer self-treated with unspecified units of insulin after which customer experienced visual problems, cold sweat and light spasms. Ambulance was called who upon arrival obtained a reading of 1.2 mmol/l (21.6 mg/dl) at 3:15 p.m. On the hcp meter and customer was treated with 30% glucose via IV. Readings of 2.4 mmol/l (43.2 mg/dl) at 3:30 p.m. And 3.5 mmol/l (63 mg/dl) at 3:50 p.m. Were obtained on the hcp meter. It is unknown how much time elapsed between the sensor reading of hi, treatment with insulin and hcp meter reading. There was no report of death or permanent injury associated with this event.